Event description:
Subsequent to the previously filed medwatch, additional reported information received: the 4.0x100 mm armada 35 balloon catheter was prepped per the instructions for use without any issues noted. The leak was noted near the guide wire exit notch. There was no resistance felt with the patient anatomy during advancement and the balloon catheter was simply withdrawn from the patient anatomy without issue. The balloon was only able to be partially inflated due to the leak in the shaft. A new armada 35 was used to ultimately treat the target lesion.

Event description:
It was reported that during a procedure to treat a lesion in the superficial femoral artery, a 4.0x100 mm armada 35 balloon catheter was advanced for pre-dilatation. During attempted inflation of the balloon, a leak in the proximal portion of the shaft was noted. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue and leak were able to be confirmed. The returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.